Event description:
Customer complained about having issues with the predicted alerts continuously alerting him. Customer was advised on the hi/low repeat feature. Customer stated that the alerts repeat between 30 to 60 seconds after he clears the alarm. During troubleshoot; while reviewing the carelink report the customer stated that his blood glucose was going low. Blood glucose was 31 mg/dl; customer treated by drinking juice. Customer checked his blood glucose 10 minutes later and was 50 mg/dl. Troubleshoot was suspended and customer was advised that the problem experienced with the device is not a normal feature of the insulin pump. A while later; blood glucose went up to 65 mg/dl. Nothing further reported. Please refer to manufacturer's report no. 2032227-2014-11709 as it refers to the same event but of a different device.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was tested with a glucose sensor simulator and communicated and functioned properly. The insulin pump was programmed with a low predicted and no low predicted anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.